Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the reinforced reload could not be fired even though prior reloads could be fired without problems. The procedure was completed with another reload. There was no patient injury.